Manufacturer narrative:
Follow-up #1 date of submission 04/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/21/2012 with the following findings: investigation revealed that the keypad was torn at the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast keypad button is unresponsive; all other keypad buttons were found to functioning normally. An unresponsive contrast button is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. There was evidence of contamination found under all key contacts. During investigation, the pump was locked and unlocked successfully with no issues. The pump was exercised for 24 hours without self-locking.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 01/30/2012, the reporter contacted animas alleging that the pump had been dropped pump multiple times and now the pump locks itself. The patient reportedly must remove the battery in order to unlock the pump.